Event description:
We received a phone call informing us of the customer's passing. According to the death certificate, the cause of death was complications of diabetes; however the caller has not contacted the coroner to get official reasoning. The caller stated that the customer had disappeared for several days and then she was found dead, in a hotel room. The caller stated that the customer was hospitalized in (B)(6) 2014 due to kidney issues, but the doctor had stated that the kidneys were fully functional at the time of the customer's release. The caller stated that the customer's last known blood glucose reading was above 200 mg/dl, about three days prior to death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The customer stopped using the insulin pump since (B)(6) 2014, after hospitalization. The doctor advised to stop using the insulin pump and to go back to manual injections.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.